Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of pull wire broken. Block h10: investigation analysis a lithotripter basket device was returned for analysis. The basket was in closed position when received. The device is free of obvious kinks and bends. The handle does not have any visual damage; the handle cannula was not broken/damage. The basket assembly tip was detached and it was not returned with the device. Residues of a solidified material were found inside the syringe luer. The handle was actuated and the basket opened, since the basket was able to open/close, it indicated that the pull wire was not broken. The side car rx is pushed back out of specification. The issue occurred during procedure, so it is most likely that procedural and anatomical factors could have contributed to the issue of the side car rx being pushed back out of specification. Additionally, handling and manipulation of the device during procedure and interaction with additional devices/tools could have caused the side car rx to push back. Regarding the tip detachment, the directions for use states in the indications for use section: "important: in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment in the basket. Flushing may follow," and the trapezoid rx product specification mentions "tip must detach at greater than or equals to 25 lbs when force is applied to the trapezoid handle". Hence, it is highly possible that the customer used a force superior to 25 lbs while the product was being handled causing the detachment of the tip. Therefore, it was concluded that the investigation conclusion code for the encountered issues of "tip detached" and "side car rx pushback" will be documented as "cause traced to component failure" since there most likely was expected or random component failure without any design or manufacturing issue. As the reported failure "pull wire broken", investigation determines that the most probable cause is "no problem detected" as the issue was not confirmed during analysis. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 07:23 am CT. The report number is being corrected from: 3005099803-2018-61944 to: 3005099803-2018-61167.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pull wire broke. There was no stone inside the basket when the pull wire broke. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pull wire broke. There was no stone inside the basket when the pull wire broke. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.